Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was within expected ranges on the day of the event. A ccc specialist recommended that the customer perform maintenance on the dimension vista 1500 instrument as precautionary measures. The customer cleaned and primed the aliquot probe, cleaned the aliquot drain and flushed it with bleach. The customer ran precision and the results recovered within expected ranges. The cause of the discordant, falsely low glu result was potentially due to sample handling and or sample integrity issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The result was flagged with "delta check", indicating that the result did not match previous results obtained for the patient, and was not reported to the physician(s). The same sample was rerun on the same system and an alternate dimension vista instrument ((B)(4)), resulting higher. The result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.